Manufacturer narrative:
The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, while inserting the titanium cannulated femoral recon nail using the new proximal femoral (pf) entry femoral recon nail, the surgeon couldn't advance the nail all the way down the femur. The nail stopped about one (1) cm short from where it needed to go and wouldn't advance any further. The surgeon had to hit the radiolucent insertion handle harder than usual the driving cap/threaded ended up snapping off into the insertion handle. The surgery was completed using an older style pf nail retrograde/antegrade femoral nail. When using the older style nail inserted it was also noticed that the depth gauge for locking screws was also bent. They used a different depth gauge to complete the surgery. There was a surgical delay of twenty-five (25) minutes causing more radiation to the patient and everyone in the room since they had to take more than the usual amount of x-rays. Procedure was successfully completed. The patient is doing fine. Concomitant device: radiolucent insertion handle (part 03.033.001, lot l700498, quantity 1). This report is for one (1) driving cap. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected data: lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.010.523. Lot: l759641 . Manufacturing site: bettlach . Release to warehouse date: 19.apr.2018 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Material 1.4542 was used with correct hardness after procedure and documented in DHR file. A product investigation was conducted. Visual inspection: the driving cap/threaded (p/n 03.010.523 lot l759641) was returned and received at us cq. A visual inspection was performed. The threaded tip of the shaft was observed to be completely broken off and embedded in the concomitant insertion handle (part #: 03.033.001, lot #: l700498). No other issues were identified with the returned components of the device. The insertion handle (03.033.001 lot #: l700498) was returned as a concomitant device without an alleged complaint condition. Upon visual inspection, there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. Dimensional inspection: dimensional inspection was not performed due to post manufacturing damage. Drawings reviewed: no product design issues or discrepancies were observed during this investigation. The complaint is confirmed. The available data supports the complainant¿s description of the complaint condition regardless of cause. Investigation conclusion: the complaint is confirmed for the received driving cap/threaded (p/n 03.010.523 lot l759641) as the threaded tip of the shaft was observed to be completely broken off and embedded in the concomitant insertion handle (part #: 03.033.001, lot #: l700498). There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is likely that this complaint condition is due to excessive force or off-axis striking. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.